Event description:
It was reported that the screen on quick bolus button has stopped working. No reported impact to customers' blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.